Event description:
Customer reports false negative reactivity with the anti-d. No erroneous results were reported. No harm to any patient.

Manufacturer narrative:
Cts requested the customer to repeat the manual gel testing using cells aspirated from both the top and the bottom of the red cell. The customer performed the testing as cts requested. The same lot of gel cards and diluents were used for both testing. The cells from the upper portion resulted as rh pos, mixed field. The cells from the lower portion resulted as rh neg. No erroneous results were reported. The customer is confident that the provue is operating as expected. The customer is confident the issue is the result of the mixed donor population in the sample as demonstrated by the manual gel testing and the issue is isolated to this one sample. The customer is satisfied with the discussion and with troubleshooting assistance. No service requested or needed. (B)(4).